Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -8.0 diopter, tore/broke during loading. On (B)(6) 2023, a replacement lens was implanted into the patient's left eye (os) and the problem was resolved. Cause of the event was the device.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).